Manufacturer narrative:
It was noted the hospital is retaining the catheter and swg and will not release. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the risk manager, that the catheter was being used on a female patient during a code. Md inserted catheter without difficulty into the right subclavian vein. He then removed the spring wire guide (swg) & noticed that part of the swg was gone. A chest x-ray was performed & no swg was visible. The patient was taken to the intensive care unit where the emergency department nurse & risk manager opened another kit & compared the swg that was used with a new one. It was noted that approximately 3.5 to 4 inches was indeed missing. Location of the missing wire was a continual process & one of the surgeons on staff exchanged the catheter in use for another one. He took the old catheter tip & cut it in several pieces finding the dislocated swg in the end of the catheter tip. There were no patient complications reported.